Manufacturer narrative:
A ticket search was performed for the architect stat high sensitive troponin-I reagent lot number 11448ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance of the architect high sensitive troponin-I assay was evaluated using world wide data from abbottlink. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, indicating acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin, lot 11448ui00 was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results on one male patient. The specimen ran in duplicate and results were provided: on (B)(6) 2020 sid (B)(6) initial troponin result=55.7 ng/l, second result= <5.0 ng/l/ repeated results=5.79 ng/l and <5.0 ng/l (male cut off <34.0 =negative). There was no reported impact to patient management.